Event description:
It was reported "on (B)(6) 2024, preparing for central venous catheterization, when opening the central venous catheter package for routine inspection of the guidewire, a kink was found in the guidewire about 3 cm from the curved end, and the line was not smooth." They changed a new one to resolve the issue. There was no harm for the patient. No medical intervention required. The patient condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, preparing for central venous catheterization, when opening the central venous catheter package for routine inspection of the guidewire, a kink was found in the guidewire about 3 cm from the curved end, and the line was not smooth." They changed a new one to resolve the issue. There was no harm for the patient. No medical intervention required. The patient condition is reported as "fine".